Event description:
The pt presented with an aneurysmal anastomosis in the left superficial femoral artery. From a contralateral approach, a 10fr cook sheath was used to advance the 9x10 gore viabahn endoprosthesis over an exchange length amplatzer wire. To access the targeted treatment site, the viabahn endoprosthesis had to advance through a very tortuous vessel anatomy and a pre-existing dacron graft. The viabahn was delivered to the targeted treatment site and was moved out the sheath when it became stuck. Under fluoroscopy the undeployed viabahn appeared foreshortened. The physician was unable to remove the viabahn delivery system or the sheath. The pt was converted to open surgery and the viabahn device was successfully removed from the pt. The pt was recovering well.

Manufacturer narrative:
The review of the mfg records for the device verified the lot met all pre-release specifications. The engineering eval stated the viabahn catheter was twisted, kinked, and appeared to exhibit columnar failure. The cook sheath was kinked and damaged. The distal end of the sheath was damaged. Both the sheath and viabahn endoprosthesis were cut along their entire lengths. It could not be determined if there were anomalies attributable to the MFR of the device. The imaging eval stated the device appears slightly smaller in diameter than the sheath. The device does not appear the same length as the two radiopaque markers on the catheter, it appears 50% shorter.